Event description:
Caller alleged discrepant inratio results. Results as follows: (B)(6). Therapeutic range: 2-3. The customer indicated that the blood coming out of the finger appeared very thin and was difficult to catch as a drop. The patient also reports that the sample had rolled down the finger before it was collected into the capillary tube. The patient self tester is on vacation and has been having two bloody mary cocktails a day. The customer indicated that alcohol is normal, but the bloody mary mix is not, and may actually be concentrated tomato juice similar to v8. No report of death or serious injury.

Manufacturer narrative:
As of (B)(6) 2015, further investigation cannot be pursued because there is no meter return, and the strip lot number was not provided. If the product lot number or meter is received, the case will be re-opened and investigated. Corrective action is not required as product deficiency was not established.